Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 439 mg/dl. The customer had no symptoms. Customer current blood glucose reading was 439 mg/dl. Customer blood glucose reading at the time of the incident was 439 mg/dl. At night, the sensor was reading 44 mg/dl. Customer blood glucose reading at 11:30 am was 329 mg/dl. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer states the drive support cap appears normal. Were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer reports insulin exited. Customer unable to remove and change set at this time. The device settings were correct. Customer was not calling back to perform an hp test. Product will not be returning for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected suspend alarm anomaly noted during testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.